Event description:
End user is stating that he has an owner manual states m71, but the back of the chair states quantum, which is another manufacturers chair (pride). Serial number provided (B)(6) is not valid for our system. End user is stating that the chair is 3 years old, and the chair is dying on him. End user thinks he needs batteries. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).